Event description:
While treating a pt with the model 3100a, the operator reported being unable, after time, to center the piston according to the piston display bars. The pt was placed on another 3100a.